Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid, resulting in reagent contamination. Erroneous results were not reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and replaced the cracked wash station, performed adjustments to the pressure regulator and performed additional repairs to return the analyzer to expect operation. This customer has not logged any similar complaints against this analyzer since this incident.